Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2, e3, g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation the lamp and the lamp life meter operated normally upon replacing the lamp. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that following the replacement of the bulb in her olympus evis exera iii xenon light source device, the front panel functions were not working properly. According to the initial reporter, she was attempting to reset the lamp life meter, but could not. Reportedly, this event took place during procedure preparation. There was no patient involvement reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended several trouble-shooting options to resolve the issue. The customer ultimately decided to replace the lamp again and follow up if need be. The customer called in at a later date a confirmed that once she plugged in the scope, she could reset the lamp life meter without further issue.

Event description:
Additional information was received from the initial reporter noting that the issue was ultimately resolved. She redid the install and the device was functioning properly after that. No other details were provided.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.